Manufacturer narrative:
Batch review performed on 08 november 2018: lot 140476: (B)(4) items manufactured and released on 06-jun-2014. Expiration date: 2019-04-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The tibial insert (22mm) would not snap into the tibial tray. The surgeon ended up dropping to a 17mm insert and that worked.

Manufacturer narrative:
Visual inspection of the uhmwpe semi-constrained revision insert: some dents and scratches can be noted on the distal surface of the insert. The posterior features of the 'snapping' mechanism have been plastically deformed and damaged, especially in one side. They both present a sort of incision with the negative shape of the clipping "tooth" of the baseplate. We can suppose that, in the first attempt to fix the insert into the baseplate, the insert was posteriorly not well positioned (we can suppose that the insertion was difficult because the joint was tight using a 20mm thick insert; that's the reason why was then used a 17mm insert). In this attempt the insert was pushed posteriorily and was permanently damaged without possibility to be clipped in the following attempts. We can state that the event is not implant related.